Event description:
It was reported that there was high impedance, greater than 2000 ohms. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Distal conductor fractured; proximal segment of lead returned and analyzed. Other text : trueisprint quattroimplantable tachy lead. It was reported that there was high impedance, greater than 2000 ohms. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine" following the replacement procedure. Electrical tests performed. Mechanical tests performed. Visual examination, actual device involved in incident was evaluated. Lead conductor component/subassembly failure (select specific code from category d) device was out of specification in a manner that relates to event, impedance, high